Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Remains in patient.

Manufacturer narrative:
The complaint was reopened as a result of xrays being submitted to the complaint handling group. The provided x-rays were reviewed by our medical directors and the medical safety specialist. Per provided x-rays, it was verified that the lock nut loosened thus confirming the complaint. No other definitive conclusions were drawn during the review.

Event description:
It was reported that the surgeon believes that the expedium domed lock nut has loosened post-op. The device remains in the patient. Concomitant devices: four fixed bolts, catalog numbers unknown. One nested plate, catalog number unknown. Three additional expedium domed lock nuts, 175491040.

Manufacturer narrative:
It was reported that surgeon believes that the lock nut has loosened post-op. Three requests have been made to the sales rep (on 7/17/2013, 8/13/2013 and 10/14/2013) asking for x-rays as well as additional information regarding when the initial implant date occurred, how was the loosening of the device discovered and has a revision surgery been scheduled as of yet. The device was not returned for evaluation as it remains implanted within the patient. The device lot number is unknown therefore without a lot number, a review of manufacturing records cannot be completed. A review of the complaint trend analysis found no related complaint for (B)(4), 12 months to date. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, observed trend, or requested additional information, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.